Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the right ventricular (rv) lead had developed a fracture. The device was deactivated to avoid inappropriate shocks until the lead revision. It was noted that the patient stated that they had received inappropriate shocks in the past. The lead was replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported the patient presented to the ER (emergency room) because of a lead integrity alert that was triggered. The alert was due to short v-v (ventricle ¿ventricle) intervals and vtns (non-sustained ventricular tachycardia) episodes. The reviewed nsvt episodes noted noise on the pace sense electrode. Had patient do multiple exercises with left arm and pocket manipulation which demonstrated infrequent noise on lead and caused lead impedance to jump/increase. Reprogrammed from bipolar to integrated bipolar which showed to be stable when patient did exercises and pocket manipulation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and that there was a right ventricular lead integrity alert. It was noted that beginning (B)(6) 2015, there were seventy-seven ventricular sensing integrity counts (sic); high rate-ns (non-sustained) and vt(ventricular tachycardia)-ns episodes with evidence of lead noise oversensing. Additionally, there was a rv lead integrity warning that occurred on (B)(6) 2015 for two or more high rate-ns episodes and sensing integrity counter (sic) greater than or equal to thirty in three days.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).